Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed several mild kinks over the entire length of the hypotube. In addition, the stent is severely deformed (i.e. Several struts are bent) about 8 mm distal to its proximal end. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in a mildly tortuous rca. When pci was performed as usual and the stent was delivered for placement, discomfort was felt, and the catheter was pulled back. At that time, it felt like the shaft was kinking. Therefore, it was decided not to use this device. A stent from another manufacturer was used, and the procedure was successfully completed.